Event description:
It was reported that following pump implant in (B)(6) 2010, on 2010 (B)(6) patient had a near death experience and believed it to be device related. It was stated that a neurosurgeon performed a "life-saving emergency lumbar laminectomy". Patient celebrated her (B)(6) birthday last year with "with minimal back pain, playing with her nephews and friends' babies".drug delivered via the device was noted as morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2010 (B)(4), explanted: unk.

Manufacturer narrative:
(B)(4).